Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 and suture were returned on the needle. The tip of the needle has been deformed by a grasper or other sharp instrument. The variable depth straw has been trimmed and off the needle. A functional evaluation, using a simulation meniscus, showed that the t2 will not deploy. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The material deformation have been determined to be related to the reported event. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: e2, e3 & g2.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast-fix's t2 could not be deployed. T1 was successfully removed using tweezers. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.